Manufacturer narrative:
(B)(4). Damaged/deformed universal seal assembly. Evaluation summary: the analysis results found that the b12lt instrument a was rec'd with the seal assembly and duckbill deformed as the obturator was returned inserted through the sleeve. No functional test was performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the b12lt instrument b was rec'd with the seal assembly and duckbill deformed as the obturator was returned inserted through the sleeve. No functional test was performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap nephrectomy, all four devices were leaking at the seal. New devices were pulled to complete the case with no pt consequence.